Manufacturer narrative:
The customer canceled the service call.

Event description:
It was reported that the system would not power on. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.